Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Upon device return analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomalies. The battery had reduced capacity due to overdischarge. Product analysis summary: according to the trace report, the last recharge session performed on the ins was on (B)(6) 2014 for a duration of 1 hour and 35 minutes. The ins was at 3.82v. The ins went into lock mode on (B)(6) 2013 and had no telemetry when it was received for analysis on (B)(4) 2014. The ins was not recharged again until this date. A physician mode recharge was performed and the ins was able to be recovered. The ins was able to be recharged to full at room temperature. The ins passed all functional testing.

Event description:
Additional information received reported the patient had not been to the physician's office in a while.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had premature battery depletion. The patient stated the ins was un-rechargeable and she could not recharge. The patient was reportedly scheduled for a replacement. It was noted the battery that was implanted was an ultra and was implanted in 2009, so it should have been good for several more years. The physician¿s office was called, and they were under the impression the battery depleted and was unable to be charged and needed to be replaced. The manufacturer representative (rep) called the patient and the patient stated they met with a rep and tried to clear a power on reset (por) but was unable to do so. The rep spoke with the patient again to ask if they could meet to try and clear the por before they had to replace the battery. The patient declined and wanted to have the ins replaced. The patient did not want to meet or troubleshoot. A replacement was required as a result of the event. It was unknown if any diagnostic testing or troubleshooting had been performed. The rep was unable to read the ins at the time of the surgery and was unable to check impedances preoperatively. Surgery went well. When checking impedances, all were okay but #10 was greater than 10,000 ohms. They tried taking out the lead and cleaning it off three times. This did not resolve the issue with #10. All other electrodes were within normal limits. The battery was explanted on (B)(6) 2014 and was to be sent for evaluation. No patient symptoms or complications were reported. No patient death was reported. The patient¿s status was noted to be alive with no injury. The patient recovered without sequela and was getting effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.